Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a ventricular tachycardia (vt) episode. Upon review of the episode, undersensing was observed, therefore, the device delivered pacing. Technical services (ts) discussed that the timing of the pacing was near a t wave, which resulted in a ventricular fibrillation (vf) episode. The device delivered shock therapy, which successfully converted the rhythm. On another vf episode this patient experienced, anti-tachycardia pacing was noted to have accelerated the rhythm. Additionally, it was noted that upon tracking atrial tachycardia (at)/atrial fibrillation (af) episodes, the histograms displayed wide/flat bars. No additional adverse patient effects were reported. This device remains in service.